Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported the customer was hospitalized due to issues with pump battery. No additional patient or event information was provided. Multiple follow up attempts were made by tandem customer technical support to obtain additional information regarding the event; however, no response was received from the customer.